Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported resistance with the introducer sheath was not confirmed because the introducer sheath was not returned, and the stent was damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery. Following pre-dilatation, an attempt to advance a 10x19mm otw omni elite 35 stent delivery system (sds) through a 6f introducer sheath was made; however, a lot of resistance was felt. The stent system reached the target lesion and the stent was successfully deployed. Resistance with the introducer sheath was felt during removal of the sds; therefore, the sds and introducer sheath were removed together as a unit. A new introducer sheath was advanced and the entry hole was closed, successfully completing the procedure. The patient outcome was good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.